Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. In addition, due to an error made to the initial MDR within the section additional manufacturer narrative, it was incorrectly reported as follows: ¿intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation¿. The correct statement should be ¿intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for evaluation.

Event description:
Refer for follow-up information.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the cable of the instrument was damaged and the instrument could not be used (sealing issue). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 5 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the cable was damaged and it resulted in a sealing issue, like indicating that that the instrument's conductor wire was damaged. A damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.